Manufacturer narrative:
The device was received with the needle mechanism fully deployed. The cause of the reported dislodged cannula could not be conclusively determined. The soft cannula was observed to be torn and shortened, and as a result was measured to be out of specification. It is unknown how or when this damage occurred. No timeouts or drive stalls were seen in the download data. The device generated an 0x1c alarm, indicating that the device reached its expiration time after 80 hours of operation. The data confirms that the device ran for 80 hours. The 0x1c alarm is not a failure of the device but rather a safety feature. The needle well was found to be damaged. It is unknown how or when this damage occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 22 mmol/l (396 mg/dl). The pod was worn between 4 and 24 hours on the abdomen. It was noted that the cannula dislodged from the site and was bent. No information was provided on how the hyperglycemia was treated.